Event description:
Approximately twenty-five months after hvad implantation, the patient experienced power switching from one port to the other earlier than expected. Patient called the implanting center and reported that he started in the morning with two fully charged batteries (battery on port one was active). He was expecting to get the standard battery change alarm at about 1 pm when he saw that both batteries were showing two bars on the gauge and port one was active. All the batteries and the controller were replaced. No harm or injury to the patient was reported as a result of this incident. The batteries and controller were returned to heartware for evaluation. Investigation is ongoing.

Manufacturer narrative:
The site has indicated that the pump remains implanted, the devices have been received by the manufacturer for evaluation on 05/19/2014. Four batteries and a controller were returned to heartware for visual and functional examination. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller passed visual and functional examination. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. Functional testing revealed that (B)(4) and (B)(4) contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue.

Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned batteries ((B)(4)) contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. Product remains implanted.